Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. Infections are inherent risks of any surgical procedure, other probable causes include wound preparation and care. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. Medical review concluded: the crfs provided and reviewed, however, without the relevant clinical information, lab report, photo or the product were provided to confirm the reported infection, no further clinical, assessment is warranted at this time. The associated risk files contain details relating to harm. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during clinical study the patient's wound presented an infection.